Event description:
A healthcare facility in (B)(6) reported via our distributor that the bc161 bubble CPAP system kit could not be used as the pressure relief manifold was damaged. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint bc161 bubble CPAP circuit kit including the pressure relief manifold was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed that the gas inlet connection port on the returned pressure relief manifold was broken. A lot check could not be carried out as the lot information was not provided. Conclusion: the physical damage observed on the returned pressure relief manifold was most likely caused by some form of impact damage. All pressure relief manifolds are pressure tested prior to being released for distribution. Any manifolds that fail are rejected. This suggests that the subject pressure relief manifold was damaged after it was released for distribution. The user instructions that accompany the bc161 bubble CPAP circuit kit state the following: -"always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." -"do not use if product or packaging is damaged." The user instructions go on to instruct the user to test the circuit for occlusions and pressure leaks before connecting the system to the infant. The hospital reported that the damaged pressure relief valve was found prior to patient use.